Event description:
Report received of multiple undocumented incidents of the inability to infuse though the clave port. The gravity sets were used at an outpatient rheumatology facility for remicade infusions. The customer reported that clave compatible plumsets were used to infuse remicade into the distal clave ports of the gravity sets. When the infusions were initated, occlusions occurred and, "nothing can go in or out of the distal clave." There was no leaking noted from the clave ports. The situations were reportedly resolved by taking the gravity sets and attaching them into the distal clave of the plumsets. The patients were able to receive their full doses of medication with a "slight" delay in therapy. It was reported that this happened with "2-3 sets per case." There were no reported adverse patient effects. Though requested, no further information was received.